Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. A 190cm hi-torque balanced middle weight (bmw) universal guide wire (gw) was being pulled out of the guiding catheter, at an angle, to reshape the tip, with the guide wire introducer left in place, and the guide wire rubbed up against the guide wire introducer, causing the green teflon coating to shred off the proximal to the tip of the guide wire, outside of the anatomy. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Additionally, the teflon coating is not visible inside of the anatomy. There is a possibility that some material could remain in the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.